Manufacturer narrative:
Other text: b3: date of event is unknown. Device evaluation: one device was received. A visual inspection found tamper seals removed, top and bottom case damage, and the plunger head was broken and taped together. A review of the event history log found a "plunger not in place" message. During the functional testing, the customer reported issue was able to be duplicated. The cause of the issue was found to be that the left and right plunger cases were broken. All plastic parts in the plunger head were replaced. Other unrelated repairs include replacing the chipped top case, cracked bottom case, the clutch left and right half with leadscrew and spring, motor mount, worm coupling and gear and a cable guard was installed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump plunger housing was broken and the pump displayed a plunger sensor error. Patient involvement unknown.